Manufacturer narrative:
The complaint device is not available for a physical evaluation. However, it can be noted from the event that there is a possibility of off-axis insertion that could have contributed to the anchor breaking. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2017-10279, 1221934-2017-10281.

Event description:
The affiliate reported via email that the anchor was broken during arthroscopic rotator cuff repair on (B)(6) 2017. It was reported it was likely the anchor in question was inserted to the drill hole with different vector from the original drill hole, since drill guide got blurred after the drilling a hole in bone. The surgeon suspected there¿s the possibility of the technical error. There is surgical delay with 10 minutes. It was brand new and the first use when the issue occurred. There was no harm to the patient. The backup device was used to complete the case. Additional information received via email from the affiliate on 4-19-2017: no additional information is available if the surgeon removed all fragments. No additional information is available after the second anchor broke. No additional information is available after the third anchor broke. No additional information is available if the original bone hole was used to complete the procedure. No additional information is available if an additional bone hole was made to complete the procedure. No additional information is available on the type of bone quality the patient had. No additional information is available if the hole was drilled to a hard stop.